Event description:
The MFR received info alleging a ventilator failed to power on. The device was not in pt use.

Manufacturer narrative:
The ventilator was evaluated at a MFR's service ctr and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. There were signs of moisture damage in the device's power supply. No other malfunctions were observed with the device's performance.